Manufacturer narrative:
Additional information: device available for evaluation: product received on: 10sep2018. Concomitant medical products: terumo 035" g/w (terumo); kmp 5.0fr catheter (cook); terumo sheath. Corrected data: complaint device was an ultrathane mac-loc locking loop multipurpose drainage catheter not an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter as reported under this section of the initial report. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One unlocked 8.5fr mac-loc catheter was returned for evaluation in an unused condition. The device was returned with the metal stiffener fully inserted and removal of the stiffener was done with ease. No biological matter was present on the device. There was a small protrusion of tubing at the distal radiopaque band and it appears that there was an inward force pushing outward. This protrusion was possibly made by the metal stiffener. It is uncertain if the device was manufactured this way, however there are multiple quality checks for surface damage in the manufacturing and quality procedures. A leak test was conducted but was unable to confirm the presence of a leak in the device. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found normal in the threads. The flare appeared lopsided and had a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record shows no relevant nonconformances that could have contributed to this failure mode. It should be noted that there were no other complaints associated with lot 8710604. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the biliary duct of a patient during a ptbd procedure. After device insertion, it was discovered that the catheter was leaking from the hub. The defective catheter was removed and successfully exchanged with a like device.